Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A paitent reported fit issues and that they have mobility in their two front teeth along with inflammation and pain. No further information is available.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.